Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "did not wear mask and heated dianeal fluid more than recommended". The peritonitis was manifested by cloudy pd effluent. The same day as event onset, the patient was hospitalized and treated with ceftazidime injection (1g, once daily, intraperitoneal, ongoing) and vancomycin injection (750mg, every 5th day, intraperitoneal, ongoing) for peritonitis. On the next day of event onset, the patient recovered from peritonitis and cloudy effluent. Pd therapy is ongoing. It was not reported if the patient and caregiver were retrained on the proper aseptic technique. No additional information is available.